Event description:
It was reported that during an endoscopic thyroidectomy procedure, the teflon pad was detached when the doctor opened the jaw (not in pt). Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 5/19/2009. Information anticipated, but unavailable at this time.